Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The patella clamp ring stating gasket is cracked.

Manufacturer narrative:
Examination of the returned device confirms the reported event of a torn compression ring. The returned device shows signs of the rubber ring being extracted. It is suspected the ring was damaged due to removal for sterilization purposes. A complaint database search on the provided product code identified similar events. A prior investigation ((B)(4)) for a similar event was examined by depuy warsaw product development. It is suspected that the device was being disassembled for sterilization purposes, causing the damage. Disassembly is not required per IFU-0902-00-866 rev. B. The root cause is attributed to misuse during disassembly for sterilization purposes. Based on the root cause of suspected misuse, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.